Event description:
It was reported that t:slim x2 pump battery did not charge when customer used normal charging setup. There was no reported impact to the customer¿s blood glucose level. Customer tried different charging cable, which allowed pump to begin charging, and technical support advised that non-tandem charging supplies should only be used for troubleshooting, arranged replacement tandem charging cable and pump return, and later provided shipment status and tracking information when customer called back about delivery delay.